Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2541 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("more deeply embedded in the myometrium/migration of essure implant") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2 and multi gravida in 2021 and obesity. Concurrent conditions were listed as abnormal uterine bleeding and pelvic pain since 2021. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.112 kg/sqm. [Pathology test] on (B)(6) 2021: specimen: a. Uterus, cervix, bilateral tubes diagnosis and interpretation. Uterus, cervix, bilateral tubes: benign cervix.. Benign quiescent endometrium. Benign myometrium with features suggestive for mild adenomyosis. Benign fallopian tube segments. Gross description: fallopian tubes: bilateral attached: right 6.4 cm length x 0.6 cm diameter. Left 5.4 cm length x 0.8 cm diameter. Lumen: patent and questionably continuous. There is a thin coiled gray metallic wire in the left cornu extending into the left fallopian tube. [Ultrasound pelvis] (date unknown): migration of essure implant on left. Side posteriorly into myometrium. Incidentally a polyp was also noted [ultrasound scan] on (B)(6) 2021: she was also noted to have a polyp on the ultrasound to evaluate the position of the essure implants. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded." Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: event medical device removal updated to embedded device. Reporter and patient information, medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2541 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("she reported pelvic pain since that time") and embedded device ("more deeply embedded in the myometrium/migration of essure implant") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2 and multi gravida in 2021 and obesity. Concurrent conditions were listed as abnormal uterine bleeding and pelvic pain since 2021. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and embedded device (seriousness criterion intervention required). The patient was treated with non-drug therapy (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). The reporter considered embedded device and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.112 kg/sqm. [Pathology test] on (B)(6) 2021: specimen: a. Uterus, cervix, bilateral tubes diagnosis and interpretation. Uterus, cervix, bilateral tubes: benign cervix. Benign quiescent endometrium. Benign myometrium with features suggestive for mild adenomyosis. Benign fallopian tube segments. Gross description: fallopian tubes: bilateral attached: right 6.4 cm length x 0.6 cm diameter. Left 5.4 cm length x 0.8 cm diameter. Lumen: patent and questionably continuous. There is a thin coiled gray metallic wire in the left cornu extending into the left fallopian tube. [Ultrasound pelvis] (date unknown): migration of essure implant on left side posteriorly into myometrium. Incidentally a polyp was also noted. [Ultrasound scan] on (B)(6) 2021: she was also noted to have a polyp on the ultrasound to evaluate the position of the essure implants. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.